Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided at this time, this complaint is being reported because fragments came off the fenestrated bipolar forceps instrument and fell inside the patient. The fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the fenestrated bipolar forceps instrument broke off and fell inside the patient when removing the instrument from the cannula. The fragment that fell was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the paddles of the instrument broke inside the cannula during removal. The fragments fell inside the patient but were retrieved. The procedure was completed and there was no harm to the patient.